Event description:
It was reported to philips that the external paddles would not release power because buttons of paddle were broken. There was no report of patient involvement.

Manufacturer narrative:
(B)(4).